Event description:
It was reported that the customer had occlusion alarm issues. The customer went to the emergency room (ER) with an elevated blood glucose (bg) level. Bg value not provided. The customer received insulin correction which resolved the issue, allowing for an imminent release from the ER without any injury or ketone presence, and no permanent damage was identified. No additional information was provided. A replacement pump was sent.